Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Event description:
Additional information received reported that the patient was advised to stop wearing the appliance. The patient was seen on (B)(6) 2025, for in-office procedure in which seven stones (one measuring 8mm) were removed and another stone passed on its own on (B)(6) 2023. The patient stopped wearing the device on (B)(6) 2025.

Manufacturer narrative:
Additional information: b1, b5, h6. Corrected information: a2. Manufacturer reference: (B)(4).

Event description:
It was reported that the silent nite sl device caused an reaction. Patient alleged irritation in the lower left side of the mouth after using the device, which progressed to extreme dry mouth, swelling, and pain in the left salivary gland. The gland became infected, resulting in fever, hospitalization, IV antibiotics, and ent follow-up. A CT scan confirmed salivary gland stones. Currently have pain and tenderness, cannot eat solid foods, and is unable to wear the device.

Manufacturer narrative:
The reported device has not been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d9. Corrected information: a2, g2. The device has been received and the investigation has been completed. The results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent. General cleanliness - the returned device appeared to be clean. Root cause description: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 7.0 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Manufacturer reference #: (B)(4).